Event description:
The customer reported the paddles failed to discharge during testing.

Manufacturer narrative:
The customer reported the paddles failed to discharge during testing. The customer isolated the reported issue to the paddle set. Replacing the paddle set resolved the reported issue.